Event description:
Info received indicates the worn head section gas springs are allowing the head of the stretcher to slowly drift down.

Manufacturer narrative:
The tech replaced the head section gas springs to repair the stretcher.